Manufacturer narrative:
The complaint received states that during the procedure an unspecified coil protruded into the parent vessel, there was thrombosis of a non-codman stent and the patient had a cerebral infarction. The procedure was coil embolisation assisted with competitor¿s stent for basilar tip artery aneurysm that was mildly calcified but the level of tortuosity was unknown. The patient was a male of unknown age. Dob and weight unknown. Initially, an unspecified competitor¿s stent ((B)(4), size unknown) was placed along the target aneurysm from right posterior cerebral artery through basilar artery and coil embolisation was performed. However, shortly after, an unspecified coil was protruded from right side of the aneurysm into the parent vessel. It was most likely due to an unspecified competitor¿s coil which was placed before the following seven deltaplush, but unknown which coil exactly protruded. Although the physician was delivering an unspecified vrd (catalogue and lot unknown) to cover the protruded coil by using the y-stent assisted technique with two vrd, the angiogram revealed thrombosis in competitor¿s stent. The patient also developed cerebral infarction. Therefore the physician discontinued the vrd placement and it was safely removed from the patient. Action taken was unknown. The patient has been followed up but no additional information is available for now. According to the physician, the relationship of the event to the vrd was unrelated. The physician commented that the event was caused by in-stent thrombosis of the competitor¿s stent ((B)(4)). No information regarding the aneurysm/vessel size, mrs, antiplatelet therapy, act, inr, pt, and ptt. The occlusion rate of the aneurysm after the procedure was unknown. No sterile lot number information was provided thus no DHR could be performed. Coil protrusion into the parent vessel is a known potential adverse event associated with coil embolization procedures and is listed in the IFU as such. In this case it is not possible to identify the complaint coil; therefore, there is no way to perform a DHR. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the available information suggests that vessel, target site, procedural and device interaction factors may have contributed to the reported event.

Event description:
The complaint received states that during the procedure an unspecified coil protruded into the parent vessel, there was thrombosis of a non-codman stent and the patient had a cerebral infarction. The procedure was coil embolisation assisted with competitor¿s stent for basilar tip artery aneurysm that was mildly calcified but the level of tortuosity was unknown. The patient was a male of unknown age. Dob and weight unknown. Initially, an unspecified competitor¿s stent (neuroform/stryker, size unknown) was placed along the target aneurysm from right posterior cerebral artery through basilar artery and coil embolisation was performed. However, shortly after, an unspecified coil was protruded from right side of the aneurysm into the parent vessel. It was most likely due to an unspecified competitor¿s coil which was placed before the following seven deltaplush, but unknown which coil exactly protruded. Although the physician was delivering an unspecified vrd (catalogue and lot unknown) to cover the protruded coil by using the y-stent assisted technique with two vrd, the angiogram revealed thrombosis in competitor¿s stent. The patient also developed cerebral infarction. Therefore the physician discontinued the vrd placement and it was safely removed from the patient. Action taken was unknown. The patient has been followed up but no additional information is available for now. According to the physician, the relationship of the event to the vrd was unrelated. The physician commented that the event was caused by in-stent thrombosis of the competitor¿s stent (neuroform/stryker). No information regarding the aneurysm/vessel size, mrs, antiplatelet therapy, act, inr, pt, and ptt. The occlusion rate of the aneurysm after the procedure was unknown.

Manufacturer narrative:
Concomitant products: the devices utilized during the procedure were introducer 7fr(type long sheath)/terumo, unspecified guiding catheter 7fr/medikit, prowler select plus(catalogue and lot unknown), headway (type str)/terumo, deltaplush(cpl100254-30/c13120 total 2, cpl100254-30/c10382, cpl100254-30/g14785, cpl100204-30/c16272, cpl100152-30/c15591 total 2). There is no information about the implanted competitor¿s coils. No sterile lot number information was provided thus no DHR could be performed.